Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit broke off and became stuck within the tibial resection guide.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A revision block cutter was returned and evaluated. Visual inspection found multiple scratches and deformations suggesting repeated use. One of the holes has a fractured drill bit piece seized in it. The other holes were found to accept a .128 inch gauge pin which is within tolerance. Hardness and slot heights were also measured and found within tolerance. The part had a potential field life of 2 years 11 months, and an unknown frequency of use. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.